Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of investigation. A f/u MDR will be submitted upon completion of the investigation.

Event description:
It was reported the hemavision chamber leaked during a pt's hemodialysis treatment. Estimated blood loss is 5ml. The pt was given vancomycin prophylactically but did not require transfusion or any further medical intervention. Sample availability is pending.